Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A section of the block, at the number two slot, fractured off and was returned. The device was manufactured in 2013 and exhibits signs of extensive wear/ usage. This issue was previously identified and is a result of both design and manufacturing processes. A design/ process change was previously implemented to prevent reoccurrence of this failure mode going forward. The device for this complaint was manufactured prior to those changes. The material thickness was increased in the problem area to improve fracture resistance when the device is misused. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A section of the block, at the number two slot, fractured off and was returned. The device was manufactured in 2013 and exhibits signs of extensive wear/ usage. This issue was previously identified and is a result of both design and manufacturing processes. A design process change was previously implemented to prevent reoccurrence of this failure mode going forward. The device for this complaint was manufactured prior to those changes. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a tka procedure, cutting block slot broke off. Surgeon verified that nothing was left in the patient. Case was delayed 5 minutes. Backup device available. No impact or injury to patient reported.